Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the connection to the drawer cable was not seated properly. A field service engineer reseated all drawer cable, replaced drawer 5.2, replaced latch for drawer 3.2 to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure. The customer added that they were 10 minutes delay in dispensing meds to patient and there was no pro long delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure. The customer added that they were 10 minutes delay in dispensing meds to patient and there was no pro long delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the connection to the drawer cable was not seated properly.a field service engineer reseated all drawer cable and replaced drawer 5.2 also replaced latch for drawer 3.2 to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system was functioned as intended.